Event description:
It was reported that a physician increased a pt's settings very quickly following device implant in (B) (6) 2009 and once the pt was increased to 2.5 ma, the pt began to experience an increase in seizures, felt ill and began to vomit. The pt went to the ER. Device diagnostics were ok and the site does not suspect there to be an issue with the device; however, specific diagnostic results were not provided. Good faith attempts to obtain add'l info from the pt's neurologist have been unsuccessful to date.